Event description:
Tibial component showed loosening on x-ray. Tibial component and bearing were explanted and replaced. Explanted bearing exhibited galling and indentations.

Manufacturer narrative:
Surgeon indicated that tibial component was removed easily; there was complete de-bonding of tibial component implant from bone cement. No infection was indicated.